Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that during the case, the site observed that the value displayed in the guidance view for "distance to target" was not always calculated the same way. At one point, the value showed the same number as the "to target" value in the depth gauge (~84.3mm). At another time, it showed a much smaller value, of 4.3mm, even though the instrument was navigating outside the patient anatomy, far from the plan target. The value in the view was not being used, so this had no effect on the patient. The manufacturing representative clarified that the number was wrong. In the procedure, there was no point that the number should be as low as 4.3mm. In the procedure the surgeon was using optical navigation to align the nexframe trajectory and not to actually optically navigate to the target point. Because they didn't navigation to the target point, the "distance to target" number was not particularly useful in the procedure. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue.